Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, pelvic pain and dyspareunia. Removal of eroded mesh and reapproximation of the vaginal mucosa was performed. Later a completed resection of left mesh arm and partial removal of the right mesh are were performed.